Manufacturer narrative:
(B)(4). The reported condition of failure code 522:320 was confirmed during product evaluation. The root cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with failure code 522:320. It is unknown when the event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary related to this event. No additional information is available. This involved an unremediated colleague infusion pump with user interface module master software version 5.04.00.